Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface guiding sheath with multipurpose curve and an event of ¿air flows back into the side port¿ occurred. There were no patient consequences. During the procedure, air was being drawn into a syringe via the side port of the preface sheath. No air entered the patient¿s body. Procedure was successfully completed without patient consequences. Patient emerged from anesthesia and was transported to the ward.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 8/2/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface® guiding sheath with multipurpose curve and an event of ¿air flows back into the side port¿ occurred. The investigational analysis has been completed. The device was visually inspected, and it was found in normal conditions. The brim cap was detached to the catheter hub and the hub ring outer diameters and brim cap inner diameters were measured and they were found within specification. Then, lab sample syringe filled with water was attached to the stopcock of the received unit and pressure applied into the preface unit. Neither leakage nor another anomaly was observed during test performed. Preface was inspected under vision system and retention ring was observed properly molded. No damage conditions were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's ref. No: (B)(4).